Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. No new device was implanted. No information about previous device is available, however an accessory kit was used. No information about the patient outcome is available at the moment. Additional information was received indicating the procedure was performed to reposition the reservoir component of the ipp; no further details could be obtained. Should additional information become available a supplemental report will be submitted.